Event description:
It was reported that there was a lead failure. The details of the lead failure are unknown and the lead is unavailable for analysis. It was further reported that the lead had been capped and replaced and the helical screw was retracted and a locking stylet had been inserted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).